Manufacturer narrative:
H.6. Investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history review could not be completed as no batch number was provided. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure.

Event description:
It was reported that connector c35o luer lock disconnected. This was discovered during use. The following information was provided by the initial reporter: please contact this customer regarding a c35o optima connector that came disconnected on a cadd pump tubing extension at a patient¿s home. Per customer communication: can you provide the item and lot number of the product in question? Do not have the lot number available. Is the date of occurrence known for this event? (B)(6) 2020. Was the connector connected to bd tubing? No cadd pump tubing. How was the issue resolved? Quit using the c35o connector between the pieces. Were there any adverse event(s) as a result of the reported defect? If yes, please provide details. None reported. Are representative samples from the same lot number available for investigation? Do not have lot number available. Did do subsequent testing and found the c35 from the traditional phaseal actually seemed to have a point at which it is more difficult to loosen, almost as if there is a small hump in the threads creating a better tighter connection. The same type of connection occurs when not using any type of connector, other than the luer lock, between the two pieces of tubing.

Manufacturer narrative:
Medical device expiration date: unknown. Additional initial reporter phone#: (B)(6). The customer's address is unknown. (B)(6) has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that connector c35-o luer lock disconnected. This was discovered during use. The following information was provided by the initial reporter: please contact this customer regarding a c35-o optima connector that came disconnected on a cadd pump tubing extension at a patient¿s home. Per customer communication: can you provide the item and lot number of the product in question? Do not have the lot number available. Is the date of occurrence known for this event? (B)(6) 2020. Was the connector connected to bd tubing? No cadd pump tubing. How was the issue resolved? Quit using the c-35o connector between the pieces. Were there any adverse event(s) as a result of the reported defect? If yes, please provide details. None reported. Are representative samples from the same lot number available for investigation? Do not have lot number available. Did do subsequent testing and found the c-35 from the traditional phaseal actually seemed to have a point at which it is more difficult to loosen, almost as if there is a small hump in the threads creating a better tighter connection. The same type of connection occurs when not using any type of connector, other than the luer lock, between the two pieces of tubing.